Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1100714788 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1100710612 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) had no fluid in the device and was not working. A surgical procedure was performed during which the device was explanted. No additional information was provided.